Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the base of the electric shock plate is burnt. The asp evaluated the device. Available details indicate that the device's base of the electric shock plate is burnt. It was determined that the issue was that the rectangular paddle electrodes and paddle tray plates both have a burnt black appearance. It was judged that the gel of the paddle electrode was not dry, and a charge and discharge test was performed, resulting in scorch. The 453564489291 (dfm100 paddle tray assy) was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. The customer replaced the 453564489291 (dfm100 paddle tray assy) to resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.